Event description:
It was reported that this pacemaker exhibited a high out of range pacing impedance of greater than 2000 ohms on the right ventricular channel. All other system parameters were in acceptable rang. The pacemaker was reprogrammed and remains in service. No adverse patient effects were reported.